Manufacturer narrative:
The pump passed the displacement test, self test, sleep current test and active current test. All buttons function properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly. Moisture damage was observed on pcba1. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the (history file or traces) jun 21, 2023 at 21:43:03. Pump error 68 was found in the history at jun 21, 2023 at 21:38:04 however, this was not unexpected. Additionally pump error 53 ( file number: 2005, line number: 5632, (B)(4) was found on jun21, 2023 at 21:42:55 due to software error. Time clock anomaly was not confirmed, pump was set to the correct time and was monitored. The pump stayed on the correct time. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and cracked case-corner of belt clip rails. Stuck button error alarm did not occur during testing, however, a stuck button alarm was found in the history file. Pump error 68 not confirmed. Cosmetic damage was confirmed at the battery compartment. Exposed to moisture confirmed. Keypad unresponsive/button error alarm not confirmed. Time/clock anomaly not confirmed. Pump error 53 confirmed due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer-received trace pointers are invalid (pump error 68) and hairline scratch. Troubleshooting was performed, but later it was declined. The customer was not able to successfully clear the alarm(s). The customer received a stuck button alarm. The button was not pressed for 3 minutes or longer. The pump was not exposed to a change in altitude. No harm requiring medical intervention was reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.